Manufacturer narrative:
It was claimed that the anesthesia workstation generated technical error codes indicating airway pressure sensor error, exceeded adjustable pressure limit (apl) pressure, communication error and disable valves error. Investigation of the reported event has been completed. Based on the information collected to date, the provided problem description and the evaluation of device logs, the issue was solved by calibrating apl potentiometer. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the anesthesia workstation generated an alarm indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).